Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat#: unknown, triathlon size 8 cr femoral component, lot#: unknown. Cat#: unknown, triathlon size 8 tibial baseplate, lot#: unknown. Cat#: unknown, triathlon 39mm symmetric patella, lot#: unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient reports that after a right total knee was implanted, he has been experiencing pain. While walking, he experiences a popping and the joint feels loose.